Event description:
Complainant alleged that while attempting to defibrillate a 67-year-old male patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 67-year-old male patient, the user expresses dissatisfaction with clinical effectiveness. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 updated and h6 medical device problem code updated. Review of the device log shows shocks were delivered, but at a lower-than-expected energy level based on the impedance readings. The device was put through extensive testing using the customer's returned multifunction cable including bench handling, impedance, defibrillation cycling, and environment chamber testing without duplicating the report. The internal handles were tested and were observed to be older than the expected life expectancy but functional. Inspection of the device found no discrepancies. The pace/defib engine board will be replaced as a pre-caution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.